Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 23-apr-2024. H.6 investigation summary : bd received ten (10) samples and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for gel air bubbles before use and gel smearing with the incident lot were not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles before use and gel smearing with the incident lot was not observed as all product specifications were met. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel air bubbles before use and gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were air bubbles and melted gel in the tube. No patient impact reported.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were air bubbles and melted gel in the tube. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.